Event description:
An aneurx abdominal iliac stent graft was implanted for endovascular treatment of an abdominal aortic aneurysm approx 56 months ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently, there was aortic neck angulation of 45 degrees, the aortic neck is 36 mm in diameter and it is 30 mm in length. There is disease progression with aortic neck dilatation. It was reported that a recent CT demonstrated that the stent graft has migrated into the aneurysm sac, 30 mm with a type I endoleak present. The physician elected to explant the stent graft and convert to an open repair. The device was discarded by the user facility. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation: results: (endoleak, migration); (disease progression with aortic neck dilatation).